Manufacturer narrative:
On (B)(6) 2019, mentor became aware that previously submitted medwatches under manufacture report number 1645337-2019-11430 were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: asymmetry. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with a 175cc mentor siltex round spectrum saline breast prosthesis on the left side and an unspecified mentor saline breast prosthesis on the right side, experienced left side deflation and asymmetry on the right side post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 7688116 sn: (B)(4) and (right) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 7643260 sn: (B)(4). This medwatch form is for the right breast prosthesis.